Event description:
Customer reported that she had high blood sugars. Customer stated that her insulin pump cap came off. Customer stated that she pushed a piece back onto the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform the displacement test, due to detached end cap.